Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# unknown, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6)/unknown, ubd: 17-may-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 2.5 mg/ml via an implantable pump for spinal pain use. It was reported that the company representative (rep) reached out for the catheter compatibility with a revision kit. The rep stated that a revision was being done because the catheter "pulled down into the sacrum." Additional information was provided from a company representative (rep) stated that the agent reviewed with the rep the length and diameter for 8780 catheter for replacing fractured segment on catheter. Additional information was provided from a company representative stated that the patient came into the doctor¿s office due to their decreased therapy. The physician performed imaging and saw the catheter moved and was fractured. The physician was unable to remove the connector off from the pump. The physician replaced the pump segment, and the issue was resolved. The patient was getting good relief from their therapy.